Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: prowater , guide catheter: 6fr ebu3.5, stent: xience 3.5 x 38 mm. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) coronary artery using a 3.75 x 20 mm nc trek rx balloon dilatation catheter (bdc). The bdc was being used post dilatation of a previously implanted stent. The balloon was first inflated to 15 atmospheres (atm), then was inflated to 20 atm and on the third inflation to 20 atm the balloon would not deflate even though the inflation was at full negative pressure. The inflation device was replaced with a 10 ml syringe and the balloon still would not deflate. The syringe was then replaced with a 20 ml syringe and while applying negative pressure, the hub of the bdc separated from the proximal shaft. This resulted in the balloon partially deflating and the partially deflated balloon was removed from the anatomy. It was noted that although there was a little resistance felt during removal of the protective sheath from the balloon prior to use, there was no abnormality with balloon noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and scanning electron microscopy inspection/analysis was performed on the returned device. The reported hub/shaft separation was confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the protective sheath could not be replicated in a testing environment since the protective sheath was not returned for analysis. The investigation determined the reported deflation issue and shaft/hub separation appear to be related to circumstance of the procedure. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. It should be noted coronary nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek is 18 atmosheres; therefore, rbp was exceeded. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaints. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.